Event description:
N/a.

Manufacturer narrative:
The osvii, connector with antechamber ( 909712) was returned for evaluation.: device history record (DHR): the DHR was reviewed and did not reveal any anomaly that could explain the reported event. Failure analysis -the valve was received with its distal catheter cut at around 1cm. Patency test with air showed the valve was patent. A cut was noted on the silicone elastomer housing, above the valve modulus, leading to a leak when the valve was filled with water. The valve was pressure/flow tested and found functional (the 3 stages of operations are present) but out of specification: valve drains at 33ml/h instead of max 30ml/h. The valve modulus was removed from its silicone elastomer housing and tested: pressure/flow curve is within specifications. Root cause - the investigation did not verify the reported complaint: the valve, as received, overdrained, because of a cut on the valve housing. This cut was likely made during explantation. Valve mechanism is still within pressure or flow specification, therefore exact root cause of the reported absence of flow could not be determined by the device investigation. Underdrainage or obstruction are known complications of valve therapy as stated in the device instructions for use (IFU). No further investigation nor corrective action is therefore deemed required.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the osvii valve (909712) was implanted in a patient during ventriculo-peritoneal shunt surgery in the year 2021 and it did not work to reduce the patients hydrocephalus as designed. It was explanted within 30 days after being implanted as "not flowing" and a new osvii valve was implanted. It was reported that the patient is now doing well.